Manufacturer narrative:
The field service engineer (fse) replaced the sample pipettor, ultrasonic transducer #4 and cleaned the pump associated with pipettor #4 to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the lower human chorionic gonadotrophin (hcg) results was a malfunction of the pipetting system, associated with pipettor number #4. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported an erroneously elevated human chorionic gonadotrophin (hcg) result, for one patient, involving the unicel dxi 800 access immunoassay system. The customer stated the test was performed on reagent pipettor #4 and produced a neat result of >1,000 miu/ml and a diluted result of 3,442 miu/ml. The erroneous result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient questioned the result, and the laboratory retested the sample on pipettor #1 and obtained a diluted result of 9,612 miu/ml. The laboratory then tested the sample on pipettor #3 and #2 and obtained results concordant with the pipettor #1; pipettor #4 generated a value of 3,702 miu/ml. The laboratory next tested the sample three more times and obtained different results. The customer deactivated pipettor #4. The customer noted quality control (qc) and system check passed within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.